Event description:
It was reported that on day post implant, the right ventricular (rv) lead had high thresholds and was causing diaphragmatic stimulation. The lead was repositioned to a new location and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.